Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a premature ventricular contractions ablation procedure, there was artifact while pacing that led to a prolonged procedure. The surface signals were enlarged and could not be distinguished. The system was rebooted twice and the issue was resolved. The procedure was completed with no adverse consequences to the patient.